Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the ventricular embolization was attributed to the balloon burst during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report number: 2015691-2015-01840.

Event description:
During a transfemoral tavr procedure, the delivery system balloon ruptured during valve deployment causing the valve to embolize into the left ventricle. The valve and delivery system were placed into the sheath without difficulty. After some adjustments, the valve was positioned approximately 60:40 aortic. Pacing was performed with no loss of capture and the valve was positioned with no movement. The valve expanded approximately 50-60% ventricular and 30-40% aortic. At this point, the inflating interventional cardiologist [ic] was unable to inflate any more volume into the delivery system balloon and get the valve to inflate. When the operator pulled negative, there was blood return into the atrion. It was observed that the balloon ruptured. The delivery system was left in place while a second valve was rapidly prepped. When the ic went to carefully remove the delivery system, the valve embolized into the left ventricle. The patient remained conscious and anesthesia discussed converting to open surgery. An impella was placed to keep the patient stable during transfer to the or where he was placed on bypass and converted to an open procedure. The sapien xt valve was explanted surgically while a magna ease surgical valve was implanted. The patient expired sometime after the procedure. The cause of death was attributed to procedural complications ¿ embolized valve, then the patient¿s hemodynamics were low when getting him ready to go on bypass and he needed CPR, also he was on a blood thinner giving him more of a tendency to bleed. This report is for the embolized valve.